Manufacturer narrative:
Sample was plasma collected in plasma separation tube and centrifuged for 5 minutes at 3000 rpm. Quality control has been within the customer's established ranges during the time of the discrepant results. On (B)(4) 2010, the field service engineer (fse) performed a system check that met published specs. No hardware issues were noted. On (B)(4) 2010, the customer stated the 10,000 test maintenance was due at the time of the discrepant results. The fse replaced the aspirate probes. Customer stated no further discrepant results have been noted. Root cause was not determined. This reportable event was identified during a retrospective review conducted between (B)(4) 2008 and (B)(4) 2010 of complaints for add'l reportable events. This MDR represents event 2 of 3 reported by this customer. The related mdrs are: 2122870-2011-03277 and 03420.

Event description:
Customer reported discrepant accu tni (troponin I) test results were obtained when using a unicel dxi 800 access immunoassay system. The initial test results were above the normal reference range, but below the ami (acute myocardial infarction) cutoff of 0.50ng/ml. Test results were reported out of the lab. No reports of death or serious injury, and no affect to pt treatment as a result of this event. This is event 2 of 3 reported by this customer for three pt samples tested on three different dates.